Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: [facility ni]. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdomen pain, history of diverticulitis perforated requiring colostomy. Ventricle hernia and bladder fistula repaired, now with severe left lower quadrant pain and peritonitis. Findings: mid-small bowel obstruction, perhaps secondary to an adhesion related to the anterior abdominal wall surgery but no herniation of bowel seen through the abdominal wall. There may be some inflammatory or ischemic changes associated with the dilated small bowel but no abscess or signs of perforation . (B)(6) 2013: (B)(6) hospital. (B)(6) md. Transfer discharge summary. Increased abdominal burning and pain for the last 24 hours; history of abdominal surgery dating back to 2005 with a perforated sigmoid colon secondary to diverticulitis, sigmoidectomy, diverting colostomy and bladder fistula repair on (B)(6) 2005. (B)(6) 2006 underwent reversal with low pelvic anastomosis. On (B)(6) 2007 he had and incarcerated incisional hernia, underwent a laparoscopic gore-tex patch. He has done reasonably since that time. Has stuttering abdominal pain over the past 2 or 3 months, with some focal pain in the left lower quadrant just above his colostomy site. Over the past 24 hours has had markedly increased left lower quadrant abdominal pain, now radiating throughout abdomen, right back, and right neck. He feels "like a blow torch is going off inside," and that this is similar to his diverticulitis. He says the pain is "doubling me right up." This morning the symptoms have been worsening, especially in the left lower quadrant. Having chills, some nausea. History: (B)(6) 2006 colonoscopy with snare polypectomy, prior to reversal of colostomy. Has smoked a pipe with tobacco since age of 20, social alcohol use. Exam abdomen: modestly distended. CT of abdomen and pelvis indicates a high-grade small bowel obstruction, with a lead point likely at the edge of the gore-tex graft abdominal patch. This is likely in the jejunum and shows loops of bowel above this proximally 5 cm in diameter with multiple air-fluid levels. No signs of perforation or strangulation yet present, according to radiologist. No other masses noted. Emergency department course: blood cultures drawn, given zosyn, discussed CT with dr. Amy tran, given current studies/complex gastrointestinal surgical history, recommended transfer to eastern maine medical center for care. Being prepared for transport, stable . (B)(6) 2014: (B)(6) hospital. (B)(6) md. Emergency room visit. Abdominal pain and abdominal distention, onset was [sic], patient had surgery for ventral hernia repair several days ago on (B)(6) 2014. Since surgery, he has had ongoing abdominal pain and distension, abdomen is distended so much he finds it hard to breathe. Impression/plan: abdominal pain. Dr. Grossman feels is not a postoperative complication but rather an ileus associated with pain medications. Follow-up in office planned . (B)(6) 2014: [facility ni]. (B)(6) md. Radiology ¿ CT of abdomen/pelvis with contrast. Indication: painful abdomen post-surgery. Impression: 1. Subcutaneous fluid collection, lower abdomen deep to the patient's surgical staples. This certainly could be consistent with an abscess in this region. 2. Marked inflammatory changes in the mesentery surrounding predominantly the transverse colon but [also] several loops of small bowel adjacent to this. The possibility of an inflammatory process such as bowel perforation versus recent surgical change in this region would be raised. 3. Small amount of fluid surrounding the liver . (B)(6) 2017: [facility ni]. (B)(6) md. Radiology ¿ CT of abdomen/pelvis with contrast. Indication: draining med-abdomen, status post hernia repair with mesh, rule out seroma vs mesh. Comparison: (B)(6) 2016. Impression: impression: postoperative changes involving the anterior abdominal wall, with the appearance of either collapsed mesh or calcified soft tissue, surrounding a small residual fluid collection deep to the rectus muscles and fascia, with the fluid much smaller than it was compared to the examination last year, but with a residual thickened soft tissue tract leading to the anterior abdominal wall midline. This is associated with bulging of a loop of small bowel into a hernia defect or stretched fascia, just to the left of midline, near what appears to be the skin opening. Examination is negative for signs of intestinal obstruction or strangulation, however . (B)(6) 2018: (B)(6) hospital. (B)(6) fnp-c. Office notes. Surgical wound with ongoing npwt [negative-pressure wound therapy], prior treatment by debridement, dressings, irrigation and surgery, symptoms of wound drainage. Abdominal pain - epigastric, abdominal wall seroma, diverticulitis (with diverticulosis), incisional hernia, inguinal hernia - left, non-healing surgical wound, obesity. History: excision on (B)(6) 2018, abdominal wall sinus, excision of mesh, vac dressing; colonoscopy (B)(6) 2013; colonoscopy (B)(6) 2006; sigmoid colectomy and colostomy (B)(6) 2005; appendectomy 1973. Impression/plan: non-healing surgical wound, improving, continue would therapy, follow-up/return to clinic. Wound is making good progress with epithelization present in the wound bed, further closure/shortening of total wound length. Continues to have two tunnels, the lower of which has increased slightly in depth this week. He is close to completing npwt but will continue to need it for the tunneling portions . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6), md. Radiology¿CT abdomen with contrast exam pelvis. Indication: hematuria. Chills. Pneumaturia (the patient passing gas from urethra). Impression: marked abnormality in the pelvis at the dome of the bladder where the fat is infiltrated and there is mass with marked bladder wall thickening of up to 28-mm. My primary consideration is that this represents a bladder cancer, which is growing into the colon resulting in the fistula, however, this is not clear-cut and colon cancer extending into the bladder would have the same appearance. Diverticulitis could visualize, but I would not expect as much bladder wall thickening. Note is made of air in the bladder and mild thickening of the remainder of the bladder. No evidence of pelvic or periaortic adenopathy or metastatic disease in the abdomen. Small 7-mm nodule left base, findings are certainly suspicious for metastatic disease in view of the above findings. On (B)(6) 2005: (B)(6). History and physical. Blood and air in urine, fever and chills, persistent fatigue. For the past 6 months has been not been feeling well. Feels excessively tired with increasing fatigue. Approximately 4 months ago noted that his urine started to turn very dark, almost black. Urine was very foul smelling. Persisted up until today when he noticed that there was bright red blood in the urine. Also noted significant air bubbles prior to initiating his stream. Also reports some lower abdominal cramping, more severe last week. An abdominal and pelvic cat scan was performed with oral contrast. As per report noted on the transfer discharge summary, the radiologist read the cat scan as showing thickening of the bladder wall, as well as most likely the presence of a tumor. They noted that the colon was adhered to the top of the bladder, also suggesting a fistula. There was also air noted inside the bladder. Incidentally, the radiologist noted some small nodules in the lower lung field, possibly consistent with metastatic disease. Transferred to (B)(6) center for further evaluation. History of appendectomy in 1971 with a significant scar in right lower quadrant. Social history: works with fiberglass, which he grinds, and often makes boats. Smokes a pipe with tobacco since the age of 20. Exam: weight 79.54 kg. Abdominal; some suprapubic tenderness with some mild voluntary guarding, no masses palpable, positive bowel sounds. Impression and plan: hematuria and pneumaturia with possible bladder tumor and the presence of a fistula. All of these findings are most consistent with bladder cancer. On (B)(6) 2005: (B)(6) center. [Signature illegible]. Anesthesia record. Asa 3. Risk factors: hypertension, smoker. On (B)(6) 2005: (B)(6), md. Operative report. Procedure: exploratory laparotomy, sigmoidectomy, hartmann colostomy, repair of colovesical fistula. Preoperative diagnosis: colovesical fistula. Postoperative diagnosis: colovesical fistula. On (B)(6) 2005: (B)(6), md. Operative report. Procedures performed: I did a flexible cystourethroscopy and biopsy and then I also performed the repair of bladder perforation from the colovesical fistula and omental lengthening and omental reinforcement of the closure of the bladder perforation. Postoperative diagnosis: bladder mass of indeterminate etiology. It was difficult to know whether there us any tumor there or most of it is inflammatory reaction to the colovesical fistula. On (B)(6) 2005: (B)(6), md. Discharge summary. Admitting diagnosis: bladder mass. Discharge diagnosis: colovesical fistula. Colitis. Depression. Diverticulitis with diverticula abscess. Hospital course: presented with abdominal pain, hematuria, pneumaturia. Cat scan shows colovesical fistula. Treated originally with IV fluid, IV antibiotic, and foley catherization. Originally he improved. However, he started to worsen, and decision was made to take him to the operating room. Sigmoidectomy with end colostomy was performed. Repair of the bladder was done. Postoperatively the patient did well. Pathology showed acute diverticular abscess with fistula formation without any cancer. Activity on discharge: regular. On (B)(6) 2005: (B)(6), md. Office notes. Status post sigmoidectomy with hartmann colostomy, has done well. Wife called yesterday saying wound had a lump on it and I asked him to come and see us. Eating regular food and having no problem with ostomy. Exam: abdomen is soft, no tenderness, no distention. Wound shows an area in the middle that is 3 cm long that has some fluctuance under it. No erythema or cellulitis, no collection. Pathology reviewed and it showed acute diverticulitis with pericolonic abscess formation. Impression: status post hartmann colostomy for colovesical fistula, so far with good recovery. Questionable wound infection. Plan: as far as his operation, the patient will need colonoscopy in the near future and prior to his reversal which will be in 3-4 months. As far as his wound, this needs to be opened. On (B)(6) 2005: (B)(6), md. Office notes. Had a small open wound that we have been following him for. Comes in for a followup. No abdominal pain. Normal oral intake and regular stools coming from the ostomy without any problems. Exam: weight 161 pounds. Abdomen is soft, nontender, no distension. Wound is very well healed, clean, dry, and intact. Impression: status post sigmoidectomy. Will need a colonoscopy in 3 months in preparation of his reversal. On (B)(6) 2006: (B)(6), md. Procedure report. Preoperative diagnosis: status post colovesicular fistula takedown with hartman colostomy. Postoperative diagnosis: status post colovesicular fistula takedown with hartman colostomy, extensive diverticulosis throughout the colon from the hepatic flexure down to the ostomy, pedunculated polyp in the proximal transverse colon. Procedure: colonoscopy with snare polypectomy. On (B)(6) 2006: (B)(6), md. Office notes. Recently underwent a colonoscopy as a followup. Is here to discuss reversal. Social history: smokes 1 pack per day. Exam: weight 177 pounds. Abdomen is soft, midline incision is very well healed, clean and dry and intact. Ostomy is pink, producing and without abnormality. Impression: history of ostomy secondary to diverticulitis with colovesical fistula. Plan: do an ostomy reversals. All his questions were answered to his satisfaction. Wishes to proceed. On (B)(6) 2006: (B)(6). [Signature illegible]. Anesthesia record. Weight 78.3 kg. Asa 2. Risk factors: hypertension, smoking. On (B)(6) 2006: (B)(6), md. Operative report. Procedure: ostomy reversal with splenic flexure mobilization and low pelvic anastomosis. Preoperative diagnosis: history of ostomy. Postoperative diagnosis: history of ostomy. On (B)(6) 2006: (B)(6), md. Discharge summary. Discharge diagnosis: history of ostomy. Hospital course: postoperatively, he did very well. On day of discharge, was ambulating, eating regular food, having bowel movements, and able to void by himself. Wound was well healed, clean, dry, and intact. Activity on discharge: as tolerated. No heavy lifting for 2 to 3 weeks. On (B)(6) 2007: (B)(6), md. Office notes. Over the last few weeks has been complaining of pain in the right upper quadrant. Pain happens almost exclusively after eating, especially if he eats a greasy meal. Occasionally there is a bulge that he notes there after that sometimes gets stuck. Pain does not radiate anywhere. Most likely a small bowel obstruction. Exam: weight 193 pounds. Abdomen is soft, midline incision well healed in the upper portion. Just to the right of the midline, there is an incisional hernia that is incarcerated; however, ultimately it is reducible, no guarding, no rebound, no tenderness, no distention. Impression: right upper quadrant pain ___ [sic] incisional hernia. Still could be biliary. Plan: obtain an ultrasound of the abdomen. If positive we will proceed with laparoscopic cholecystectomy followed 2 weeks later by laparoscopic incisional hernia repair. If negative, we will proceed with incisional hernia repair. Risks and benefits of the cholecystectomy procedure were discussed with him including infection, bleeding, bile leak, common bile duct injury, bowel injury, possibility of a laparotomy. Risks and benefits of the incisional hernia repair were discussed including recurrence, bowel injury, wound infection, bleeding. He understands and wishes to proceed. On (B)(6) 2007: (B)(6) center. [Signature illegible]. Anesthesia record. Asa 2. Risk factors: smoking. Weight: 87 kg. On (B)(6) 2007: (B)(6) center. Discharge instructions. Activity: no heavy lifting, strenuous exercises for 6 weeks. No driving 1 weeks. On (B)(6) 2007: (B)(6) center. (B)(6), md. Office notes. Status post a laparoscopic repair of an incarcerated incisional hernia. Has done extremely well since this surgery. Reports no nausea and no vomiting, no abdominal pain and regular bowel movements. No wound issues. Exam: weight 199 pounds. Abdomen is soft, no tenderness, no distension. Wounds are very well healed, clean, dry and intact. No evidence of recurrence, no seroma, no hematoma. Impression and plan: status post laparoscopic incarcerated incisional hernia repair, so far with excellent recovery. On (B)(6) 2013: (B)(6) center. [Signature illegible]. Anesthesia record. Weight 87 kg. Asa 2e. Risk factors: smoker, pipe. On (B)(6) 2013: (B)(6) center. (B)(6), md. Post-procedure progress notes. Specimens removed: none. On (B)(6) 2013: (B)(6) center. (B)(6), md. Radiology ¿ x-ray abdomen 2 views. Indication: abdomen pain, question obstruction. Findings: nasogastric tube present. Bowel gas pattern nonspecific. Still noted moderate gaseous distension of small bowel, which is greater than 3 cm in dimension. Surgical fixation fascial coils noted anterior abdominal wall. Impression: persistent moderate dilation of small bowel. Post midline lower abdominal laparotomy staples. Vasectomy staples. No free air. On (B)(6) 2013: (B)(6) center. (B)(6). Office notes. Seen today for follow-up from abdominal surgery surrounding small bowel obstruction. Was seen today in scheduled follow-up. Reports doing well. Reports decreasing amount of very small drainage at the distal aspect of incision. Only pain now is ¿when the staples catch,¿ on clothing or bed clothing. Is able to bear down with bowel movements. Reports normal bowel movement, normal bladder function. Tolerating regular diet well. Is overall very pleased with progress. Exam: abdomen: flat, not distended, midline incision is dry, showing no evidence of infection. It is stapled. Abdomen is soft, nontender. Impression: small bowel obstruction post hernia repair. Now doing well. Plan: I removed staples from the proximal and very distal end of the incision. Left 3 in lower mid aspect. The skin edges at this area are intact, however, somewhat separated, more so compared to the rest of the incision. On (B)(6) 2013: (B)(6) center. (B)(6). Office notes. Here for recheck of abdominal wound. Had most of the staples removed from incision; however, there was 1 small aspect that had some skin separation, so (B)(6) felt that he should leave the staples in for 1 more week. Presents today with no issues. Abdominal incision looks clean, dry and intact. There is an area of separation that is very, very minimal; less than 0.5 cm. The staples are removed without any difficulty. No concerns at this time. Stable from postoperative standpoint, follow up as needed. On (B)(6) 2014: (B)(6) center. (B)(6), md. Office notes. Comes to the office today with concerns of an abdominal wall ¿hernia.¿ underwent an emergency laparotomy for small-bowel obstruction caused by an abdominal wall hernia in may of last year. Did well afterwards. States that several months later he noticed a small ¿bulge¿ in the lower abdominal midline. States over the last months, the area seems to have increased in size. Denies any pain or obstructive symptoms. States that this ¿bulge¿ is very soft and is always reducible if he is in the supine position. Has normal once or twice daily bowel movements and no urinary symptoms. Exam: abdomen is flat, soft with multiple scars. Appears to have a fascial defect in the lower aspect of the midline scar, infraumbilically, measuring approximately 1-1/2 inches in diameter. It is a round defect. The edges of the fascia appear to be very well defined. The area is completely reducible and nontender. The rest of the abdominal examination is within normal limits. Denies smoking, excessive alcohol, or drugs. Impression: incisional hernia, mildly symptomatic. Plan: I have discussed with him the basic anatomy and pathophysiology of a hernia. He understands the alternatives, benefits, indications, and risks of an operation, including but not limited to bleeding, infection, recurrence, chronic pain, injury to intra-abdominal structures including but not limited to the bowel, and the possibility for bowel resection or even ostomy. Understands and signed the consent. Will book him for a laparoscopic hernia repair, which understands might have to be converted to open if needed. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Here to review labs. Scheduled for hernia repair next week. Weight 211 pounds. Bmi: 29.53. On (B)(6) 2014: (B)(6) center. [Signature illegible]. Anesthesia record. Weight 95 kg. Asa 2. On (B)(6) 2014: (B)(6) center. Implant sticker. Sepramesh¿ ip. On (B)(6) 2014: (B)(6) center. (B)(6), md. Office notes. Comes to the office doing very well. Is approximately 2 weeks after his laparoscopic-assisted ventral hernia repair with mesh. States that postoperatively he had ¿quite a bit of discomfort due to constipation.¿ now on a bowel regimen, and has been moving his bowels daily. Denies any other gastrointestinal symptoms otherwise. Exam: incisions are all well healed. Does have a small amount of what appears to be a subcutaneous seroma under the midline incision, but it is very soft with no drainage nor erythema. Staples are still in place and will be removed today. Abdomen is otherwise completely soft and nontender. Overall, he is doing excellent. Is happy with the results of the operation. I encouraged to him the instructions in regard to physical activity. He should not lift, pull, or push more than 15 pounds for at least 4 more weeks. I also encouraged him to use the abdominal binder at least for the next 4 weeks, when he is in the upright position, in order to give him some support and symptomatic relief as well. Overall, he is doing well. On (B)(6) 2016: (B)(6) center. (B)(6). Emergency room visit. Arrives with a complaint of a draining wound in his abdomen. States he developed a golf ball to tennis ball sized lump in abdomen over the last few days and then today bumped it and noticed that it began to leak a yellow fluid. Has also noticed redness surrounding this area that is expanding and warm. Believes he may have had a fever, but has not taken his temperature. Has had no changes in bowel movements or bloody stools. Has had no real abdominal pain except for the area where the drainage is coming from. Patient does relay a history of abdominal surgeries with mesh repair for hernia. Exam: abdomen is soft, essentially nontender except for the areas surrounding a small wound to the left lower abdomen that did have active yellow, what appears to be serous drainage. Patient is mildly palpably tender around this. It is erythematous and warm. There is no odor noted. Impression: fluid collection, abdominal area; seroma versus infection. On (B)(6) 2016: (B)(6) center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal wound drainage, status post surgery rule out abscess. Findings: soft tissue including the abdominal wall: status post ventral hernia repair with a 3.3 x 10.6 cm fluid collection just deep to the hernia mesh. Fluid-filled tract is noted extending to the anterior abdominal wall with associated dermal thickening. Impression: there is a fluid-filled tract extending to the anterior abdominal wall from a large fluid collection just deep to the ventral hernia mesh measuring up to 10.6 x 3.3 cm which may represent a fistula extending from a seroma deep to the hernia mesh. No evidence of thick rim enhancement or surrounding inflammatory changes to suggest infectious collection. On (B)(6) 2016: (B)(6) center. (B)(6). Discharge summary. Primary discharge diagnosis: incisional hernia, seroma. Hospital course: presented after noticing drainage from previous incision. Has had no problems since surgery in january. Just began to notice drainage from the inferior aspect of his incision. Also noted a bulge just lateral to the draining area. This bulge was reduced in the emergency department by dr. (B)(6), who evaluated him upon presentation. Has been able to tolerate a regular diet. Has no nausea or vomiting. Did have some mild abdominal pain that got better on dr. (B)(6)reduced his hernia in the emergency department. Underwent a CT scan of the abdomen and pelvis in the emergency department, which those results are noted and suggested a seroma. Was then admitted to acute care surgery service for observation. Upon examination the following day, the patient was doing well. There is a small 1 cm opening that was draining clear serous fluid. No purulent drainage, no erythema, no tenderness, no induration. The plan is to have him follow up with dr. (B)(6) and the seroma will drain in its own. We recommend wet-to-dry dressings on the small opening until he can no further. We also advised him to keep the area clean as this open area will increase his risk for infection. On (B)(6) 2016: (B)(6) center. (B)(6), md. Office notes. Comes to office today after recent discharge. Was admitted recently with draining from an abdominal wound in the midline infraumbilical area. Was diagnosed with an abdominal wall seroma which likely was related to an incisional hernia repair with mesh that I performed approximately 2-1/2 years ago. Is doing well but states that still intermittently has small amount of ¿clear fluid¿ draining from the very small opening in the midline infraumbilical area. Exam: abdomen is flat, soft and nondistended. Has a small area to the right of the midline near the opening which appears to be ¿fluid filled¿ consistent with a seroma but it is not tense and not symptomatic and certainly with no indication to surgically treat it. I tried to express fluid through the skin opening unsuccessfully. Impression: overall I explained to him that this is a seroma. It is uncommon so long after a mesh placement but certainly this is what he appears to have. At this point I would not recommend any surgical treatment. I explained to him that in the next few weeks, 4 to 6 approximately, if he still has intermittent drainage or he gets tired of dealing with this or if he develops any symptoms, I will be happy to see him again and at that time most likely recommend surgical exploration of the area, understanding that the surgical exploration might have associated risks which include but are not limited to bleeding, infection, hernia and certainly endangering infecting the mesh that is already present in there. He understood and agreed. He certainly does not want to proceed with any surgical intervention at this point. On (B)(6) 2017: (B)(6) , md. Office notes. Comes to the office today with some change in his abdominal sinus drainage. The sinus drainage stopped, but I never heard back from him until now. States that now for the last 2 months, has been having what appears to be more volume draining from this wound, but now it is a different character, not thin and clear, but actually thick in nature and intermittent. Exam: abdomen is soft, nontender, nondistended. Has a right lower quadrant incision which is well-healed, a midline incision which appears to be well-healed. Has an abdominal wall sinus in the mid abdomen which has some hypergranulation which is visible. I was able to express about 5 to 10 ml of thick fluid which almost appears as pus. There is no tenderness whatsoever in abdomen. Impression: abdominal wall seroma which might represent an abscess at this point. It is draining well, so he is not really presenting any septic physiology at this point. Have ordered a CT of the abdomen and pelvis with contrast to better delineate this area. Explained to him the likely possibility that he is going to need an incision and drainage of this area and possible removal of the mesh. This might leave him with another abdominal wall hernia and, if that is the case, he might need a primary repair versus a stepwise procedure where he has either wet-to-drys or a vacuum-assisted closure dressing change and possible replacement of the mesh at some point in the future. H10/11 continued on attachment. [Section h10-11 continued MFR report 2017233-2019-0].

Manufacturer narrative:
B7: added medical history. H6: updated result code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: operative report. Pre/postop diagnosis: incisional hernia, incarcerated. Procedure: laparoscopic repair of an incarcerated incisional hernia with dual gore-tex mesh, 24 x 16 cm. Assistant: (B)(6), md. Complications: none. Indications and findings: patient presents an incarcerated hernia after laparotomy a few months ago. A laparoscopic repair was performed without difficulty. Procedure: ¿patient was taken to the operating room and put under general anesthesia. The abdomen was prepped and draped in the usual sterile manner. Local anesthesia was infiltrated prior to all incisions. A 1-cm incision was made in the left midaxillary line in the subcostal area. It was taken down through skin and subcutaneous tissue. A veress needle was inserted. Pneumoperitoneum was induced on first stick. A 5-mm trocar and camera inserted showed no trauma from our insertion. Another 5-mm trocar was inserted in the epigastric area and we started doing lysis of adhesions. Extensive amount of adhesions were found from the omentum on the posterior abdominal wall and these were taken slowly and meticulously with sharp dissection and electrocautery and blunt dissection as needed. As we were progressing, another 5-mm trocar was inserted in the left lower quadrant and two other ones were inserted in the right abdomen. Dissection proceeded until all the hernia defects were emptied from the contents and the posterior abdominal wall was completely freed side to side and from xiphoid all the way down to the suprapubic area. The falciform was taken down to allow for more room so that we can put a nice mesh. A 12-mm trocar was placed in the midline just below the umbilicus. Small-to-multiple-large, swiss cheese defects were seen above and below the umbilicus, with the largest one measuring 4x5 cm in diameter. A 12-mm trocar was inserted through the midline just at the level of the umbilicus. The appropriate size mesh was chosen, allowing a 3 cm circumferential additional overlap. Stay sutures were placed on the mesh. It was then rolled and placed inside the abdominal cavity through the 12-mm port. Inside it was unrolled. The stay sutures were then brought through the abdominal wall through multiple small stab incisions and tied. The mesh was then tacked to the posterior abdominal wall using the protacker circumferentially. There was excellent coverage without any folds and with excellent overlap circumferentially. Hemostasis observed. No bleeding noted. No bowel loops were manipulated or resected. No enteric fluid was seen anywhere. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. Wounds were irrigated. Skin was closed with monocryl. Steri-strips were applied. Needle, sponge, and instrument counts were correct at the end of the procedure. Patient tolerated the procedure very well. He was awakened from anesthesia and transferred to the recovery room in stable condition.¿ [missing records: records for the ¿laparotomy¿ performed prior to the (B)(6) 2007 procedure were not provided.] (B)(6) 2007: implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 04443667. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/04443667) was implanted during the procedure. (B)(6) 2007: discharge summary. Admitting/discharge diagnosis: incisional hernia, incarcerated. Hospital course: underwent laparoscopic incisional hernia repair with dual gortex mesh. The next morning tolerating regular diet, passing flatus, no complaints, stable vital signs and normal examination. Being discharged home today. Physical activity on discharge: regular. Diet on discharge: regular. Special instruction: instructed to call immediately if there is any nausea, vomiting, abdominal pain, fever, diarrhea, change in wound situation. Wound care: may shower. Remove steri-strips in 4 days. (B)(6) 2013: operative report. Pre/postop diagnosis: acute surgical abdomen. Findings: multiple intraabdominal adhesions with small bowel attached to the anterior abdominal wall. Incarcerated abdominal wall hernia. Procedure: exploratory laparoscopy, laparoscopic lysis of adhesions, laparotomy, small bowel repair, and primary closure of the abdomen. Complications: enterotomy during the dissection of the bowel and the reduction of the small bowel from the hernia defect. Estimated blood loss: minimal. Urine output: approximately 250 ml of urine. Disposition: the patient to be extubated in the operating room and then to postanesthesia care unit. ¿the patient is a white male with an acute surgical abdomen from an incarcerated small bowel through an abdominal wall hernia. He was transferred to (B)(6) from an outside hospital with a diagnosis done by imaging studies. In the emergency room, he was met and was consented for an operation as dictated earlier. In the operating room, he was anesthetized. He was given intravenous antibiotics. His bladder was decompressed with a foley catheter. His abdomen was prepped and draped in the usual fashion. In the left upper quadrant, after a ¿time-out¿ procedure was completed, a small amount of local anesthetic was injected in the left upper quadrant, a small incision made, and a veress needle placed in the abdomen, and pneumoperitoneum obtained up to 15 mmhg. Then a 5 mm trocar was placed and a 5 mm/30 degree camera was used to explore the abdomen. Patient was found to have multiple intraabdominal adhesions. A right lower quadrant was placed under direct vision and then a suprapubic trocar was placed as well in the midline, under direct vision. Next, using patient positioning and [sic] technique as possible, adhesions were liberated. It was clear that the patient had a large segment of mesh in the intraabdominal side of the peritoneum, fixed with metallic tacks. There was a large amount of adhesions in the most caudal aspect of the mesh and I tried to free up these adhesions, right at the area where the CT had shown that the bowel was incarcerated. The whole procedure was done under direct vision. I should mention that also with the camera, I checked the left upper quadrant area where the trocar and the veress needle were placed in a blind fashion and I did not see any evidence of injury to the bowel, hemorrhoids or succus. During the dissection of the midline, infraumbilical area, I noted some succus material and I decided to open. Upon direct vision, I opened the suprapubic, infraumbilical midline, and I was able to identify a longitudinal enterotomy. This enterotomy was large and it was not associated with a devitalized bowel wall. I extended my midline incision and was able to dissect all adhesions around this area and completely isolate the segment of small bowel involved. I exteriorized the bowel and after identifying the enterotomy, was able to close it with interrupted, 2-0 vicryl sutures, which were then reinforced with a 2nd layer of 3-0 vicryl interrupted lembert sutures. The bowel did not have any evidence of a narrowing after the closure. It was closed in a transverse fashion. After this, I freed up the whole area. I was able to see the most caudal aspect of the mesh in the abdomen, but I did not completely dissect it off of the mesh material. The mesh was completely incorporated. I performed extensive irrigation with warm saline in the abdominal cavity, then I proceeded to close the abdominal wall with interrupted, figure-of-eight #1 vicryl sutures. The subcutaneous tissue was irrigated and then closed with staples. All the trocar sites were also closed with staples. The patient tolerated the procedure well.¿ (B)(6) 2013: discharge summary. Primary discharge diagnosis: incarcerated ventral hernia. Small bowel injury, primary repair. Imaging: CT abd/pelvis on (B)(6) 2013; impression: mid-small bowel obstruction, perhaps secondary to an adhesion related to the anterior abdominal wall surgery but no herniation of bowel seen through the abdominal wall. There may be some inflammatory or ischemic changes associated with the dilated small bowel but no abscess or signs of perforation. On (B)(6) 2013, x-ray abdomen; impression: persistent moderate dilation of small bowel. Post midline lower abdominal laparotomy staples. Vasectomy staples. No free air. History: presented as a transfer from blue hill memorial hospital (B)(6) 2013. Reported a 3 [info cut off] history of lower abdominal pain, which had not gotten better. The pain had become unbearable, prompting his visit to the emergency room. A CT scan showed evidence of small-bowel obstruction caused by herniation of loops of small bowel through the lower aspect of his abdominal wall. He was sent to (B)(6) for further treatment. The patient¿s history was complicated by the fact that he had had a previous surgery years ago, in which a large piece of mesh was left in his abdomen. On presentation the abdomen was slightly distended, soft, with no guarding. He had point tenderness to the lower abdominal wall at the infraumbilical level. It was decided that the patient was suffering from an acute surgical abdomen. Clinical and imaging studies were consistent with a bowel obstruction caused by an incarcerated loop of bowel. Plan was for a possible exploratory laparoscopy or possible laparotomy. Findings on laparoscopy were multiple intraabdominal adhesions with small bowel attachment to the anterior abdominal wall and incarcerated abdominal wall hernia. Procedure performed was exploratory laparoscopy, lysis of adhesions, laparotomy and small bowel repair, and primary closure of the abdomen. On (B)(6), the patient was noted to have a small bit of drainage coming out of the lower aspect of the midline incision. Because of his history with previous hernia repair with mesh, the patient was started on cipro and flagyl. Also had his nasogastric tube reinserted due to some nausea and vomiting. The patient was probably suffering from an ileus at that time. Today the patient is ambulating independently and is tolerating his diet; pain is well controlled. He still has a small amount of drainage from the midline incision. This is just being addressed with dry gauze over it. Plan is for the patient to be discharged home. Condition at discharge: alert, oriented, comfortable. Discharge activity: patient must avoid strenuous activity, including heavy lifting for 8 weeks. No lifting > 15 lbs. Follow up: primary care provider in four weeks; surgeon on (B)(6). Staples to be removed at that time. [Missing records: CT showing mid-small bowel obstruction and x-ray showing persistent dilation of small bowel were not provided.] (B)(6) 2014: operative report. Pre/postop diagnosis: symptomatic incisional hernia. Procedures: laparoscopic exploration. Laparoscopic lysis of adhesions. Laparoscopic-assisted incisional hernia repair with mesh. Findings: multiple intraabdominal adhesions with very large infraumbilical, midline fascial defect. Complications: none. Specimen: none. Summary: ¿the patient was a white male with the above-mentioned diagnosis. He was consented for an operation. In the operating room, he was anesthetized. He was given intravenous antibiotics. His abdomen was shaved, prepped and draped in the usual fashion. He had his stomach decompressed with an orogastric tube and his bladder decompressed with a foley catheter. The ¿timeout¿ procedure was completed. Then, after injecting a local anesthetic, a small incision was made in the left upper quadrant, given that he had multiple scars in his abdomen; and a veress needle was placed in the abdomen and pneumoperitoneum up to 15 mmhg was attained. A 5 mm, 30-degree camera was used to explore the abdomen. No complications related to the needle or trocar were found. Then, under direct vision, a 5 mm subxiphoid trocar was placed after the local anesthetic was injected, and a 10 mm right upper quadrant trocar was inserted in the same fashion under direct vision. Then, the patient was placed in trendelenburg position. Using a bimanual technique, the extensive adhesions that were found in the abdominal wall anteriorly, mostly in the caudal aspect of the abdomen, were cut carefully. Excellent hemostasis was kept at all times. The bowel wall was kept out of harm¿s way. I could identify a fascial defect in the lower midline, and the caudal margin of this defect was almost at the level of the pubic bone. After performing the extensive adhesiolysis and having the underside of the abdominal wall completely freed, and given the fact that the angle of dissection was difficult, I decided to perform laparotomy right over the defect, under direct vision with the laparoscopic camera view. I did that, and I exposed the edges of the fascia. After dissecting anteriorly and posteriorly circumferentially around the defect, I checked hemostasis; and then I proceeded to reapproximate the defect with #1interrupted vicryl sutures in a figure-of-eight. I had no tension whatsoever in the closure. I checked hemostasis, and then I placed an overlay of sepramesh. I secured it to the surface of the abdominal wall with interrupted vicryl sutures, 3-0 caliber. Then, I checked hemostasis, and then we closed the subcutaneous layer with interrupted 3-0 vicryl sutures. Then, we closed the skin with staples. All the trocar incisions were checked for hemostasis and then closed with staples as well. The patient tolerated the procedure well.¿ (B)(6) 2014: discharge summary. Primary discharge diagnosis: ventral hernia. Procedure: lap to open ventral hernia repair with mesh. Condition at discharge: alert, oriented, comfortable. Hospital course: underwent a laparoscopic converted to open ventral hernia repair, which was repaired primarily with a permacol mesh overlay. Was admitted for 24-hour observation for pain control, resumption of diet, return to normal bowel function and was subsequently discharged on (B)(6) 2014, and it to follow up with dr. (B)(6) in a 6 to 8-week period. Discharged in satisfactory condition. The dressings were dry and intact. He was instructed for no heavy lifting, strenuous exercise or driving until seen in the office. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane . The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 2240, 3191: appropriate term/code not available for ¿enterotomy¿, ¿persistent moderate dilation of the small bowel¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2013, and (B)(6) 2014 through (B)(6) 2016 were not provided. Patient information: medical history: on (B)(6) 2005: colovesical fistula. On (B)(6) 2005: bladder mass of indeterminate etiology. On (B)(6) 2005: perforated sigmoid colon secondary to diverticulitis. On (B)(6) 2005: colitis, diverticulitis with diverticula abscess. On (B)(6) 2006: extensive diverticulosis. Smoker: on (B)(6) 2006: 1 pack per day [ppd]. On (B)(6) 2013: ¿smoked a pipe since age 20¿. Obesity: on (B)(6) 2007: 193 lbs. On (B)(6) 2013: 191.4 lbs. On (B)(6) 2018: ¿obesity¿. Hypertension. Surgical procedures: 1973: appendectomy. On (B)(6) 2005: exploratory laparotomy, sigmoidectomy, hartmann colostomy, repair of colovesical fistula. On (B)(6) 2006: colonoscopy with snare polypectomy. On (B)(6) 2006: ostomy reversal with splenic flexure mobilization and low pelvic anastomosis. On (B)(6) 2007: laparoscopic repair of an incarcerated incisional hernia with dual gore-tex mesh, 24 x 16 cm. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2013: exploratory laparoscopy, laparoscopic lysis of adhesions, laparotomy, small bowel repair, and primary closure of the abdomen. On (B)(6) 2014: laparoscopic exploration, lysis of adhesions, incisional hernia repair with mesh. Implant: sepramesh¿ ip. On (B)(6) 2018: exploration of the abdominal wall, excision of abdominal wall sinus, excision of abdominal mesh, primary closure and vacuum-assisted closure dressing change. On (B)(6) 2018: partial closure. Dressing of the abdominal vacuum-assisted closure dressing. Relevant medical information: on (B)(6) 2005: ¿transferred to (B)(6) center for further evaluation. History of appendectomy in 1971 with a significant scar in right lower quadrant.¿ ¿impression and plan: hematuria and pneumaturia with possible bladder tumor and the presence of a fistula. All of these findings are most consistent with bladder cancer.¿ inpatient hospitalization [hospitalization dates on (B)(6) 2005]. On (B)(6) 2005: exploratory laparotomy, sigmoidectomy, hartmann colostomy, repair of colovesical fistula. ¿I did a flexible cystourethroscopy and biopsy and then I also performed the repair of bladder perforation from the colovesical fistula and omental lengthening and omental reinforcement of the closure of the bladder perforation. Postoperative diagnosis: bladder mass of indeterminate etiology.¿ on (B)(6) 2005: discharge summary. ¿postoperatively the patient did well. Pathology showed acute diverticular abscess with fistula formation without any cancer.¿ on (B)(6) 2005: ¿had a small open wound that we have been following him for.¿ ¿wound is very well healed, clean, dry, and intact.¿ on (B)(6) 2006: colonoscopy with snare polypectomy. On (B)(6) 2006: ¿is here to discuss reversal.¿ inpatient hospitalization [hospitalization dates on (B)(6) 2006]. On (B)(6) 2006: ostomy reversal with splenic flexure mobilization and low pelvic anastomosis. On (B)(6) 2006: discharge summary. ¿hospital course: postoperatively, he did very well.¿ implant #1 preoperative complaints: on (B)(6) 2007: ¿over the last few weeks has been complaining of pain in the right upper quadrant. Pain happens almost exclusively after eating, especially if he eats a greasy meal. Occasionally there is a bulge that he notes there after that sometimes gets stuck. Pain does not radiate anywhere. Most likely a small bowel obstruction.¿ ¿abdomen is soft, midline incision well healed in the upper portion. Just to the right of the midline, there is an incisional hernia that is incarcerated; however, ultimately it is reducible, no guarding, no rebound, no tenderness, no distention. Impression: right upper quadrant pain [sic] incisional hernia. Still could be biliary.¿ implant #1 procedure: laparoscopic repair of an incarcerated incisional hernia with dual gore-tex mesh, 24 x 16 cm. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/04443667, 18 cm x 24cm x 1 mm thick]. Implant #1 date: on (B)(6) 2007 [hospitalization dates on (B)(6) 2007]. Findings: ¿patient presents an incarcerated hernia after laparotomy a few months [years ?] Ago. A laparoscopic repair was performed without difficulty.¿ description of hernia being treated: ¿a 1-cm incision was made in the left midaxillary line in the subcostal area. It was taken down through skin and subcutaneous tissue. A veress needle was inserted. Pneumoperitoneum was induced on first stick. A 5-mm trocar and camera inserted showed no trauma from our insertion. Another 5-mm trocar was inserted in the epigastric area and we started doing lysis of adhesions. Extensive amount of adhesions were found from the omentum on the posterior abdominal wall and these were taken slowly and meticulously with sharp dissection and electrocautery and blunt dissection as needed. As we were progressing, another 5-mm trocar was inserted in the left lower quadrant and two other ones were inserted in the right abdomen. Dissection proceeded until all the hernia defects were emptied from the contents and the posterior abdominal wall was completely freed side to side and from xiphoid all the way down to the suprapubic area. The falciform was taken down to allow for more room so that we can put a nice mesh. A 12-mm trocar was placed in the midline just below the umbilicus. Small-to-multiple-large, swiss cheese defects were seen above and below the umbilicus, with the largest one measuring 4x5 cm in diameter.¿ implant size and fixation: ¿a 12-mm trocar was inserted through the midline just at the level of the umbilicus. The appropriate size mesh was chosen, allowing a 3 cm circumferential additional overlap. Stay sutures were placed on the mesh. It was then rolled and placed inside the abdominal cavity through the 12-mm port. Inside it was unrolled. The stay sutures were then brought through the abdominal wall through multiple small stab incisions and tied. The mesh was then tacked to the posterior abdominal wall using the protacker circumferentially . There was excellent coverage without any folds and with excellent overlap circumferentially. Hemostasis observed. No bleeding noted. No bowel loops were manipulated or resected. No enteric fluid was seen anywhere. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. Wounds were irrigated. Skin was closed with monocryl.¿ on (B)(6) 2007: discharge summary. ¿hospital course: underwent laparoscopic incisional hernia repair with dual gortex mesh. The next morning tolerating regular diet, passing flatus, no complaints, stable vital signs and normal examination. Being discharged home today.¿ relevant medical information: on (B)(6) 2007: ¿status post a laparoscopic repair of an incarcerated incisional hernia. Has done extremely well since this surgery.¿ ¿wounds are very well healed, clean, dry and intact. No evidence of recurrence, no seroma, no hematoma.¿ revision #1 preoperative complaints: on (B)(6) 2013: CT a/p. Indication: abdomen pain, history of diverticulitis perforated requiring colostomy. Ventricle hernia and bladder fistula repaired, now with severe left lower quadrant pain and peritonitis. Findings: mid-small bowel obstruction, perhaps secondary to an adhesion related to the anterior abdominal wall surgery but no herniation of bowel seen through the abdominal wall. There may be some inflammatory or ischemic changes associated with the dilated small bowel but no abscess or signs of perforation.¿ on (B)(6) 2013: transfer discharge summary. ¿increased abdominal burning and pain for the last 24 hours.¿ ¿on (B)(6) 2007 he had and incarcerated incisional hernia, underwent a laparoscopic gore-tex patch. He has done reasonably since that time. Has stuttering abdominal pain over the past 2 or 3 months, with some focal pain in the left lower quadrant just above his colostomy site. Over the past 24 hours has had markedly increased left lower quadrant abdominal pain, now radiating throughout abdomen, right back, and right neck. He feels "like a blow torch is going off inside," and that this is similar to his diverticulitis. He says the pain is "doubling me right up." This morning the symptoms have been worsening, especially in the left lower quadrant. Having chills, some nausea.¿. ¿exam abdomen: modestly distended. CT of abdomen and pelvis indicates a high-grade small bowel obstruction, with a lead point likely at the edge of the gore-tex graft abdominal patch. This is likely in the jejunum and shows loops of bowel above this proximally 5 cm in diameter with multiple air-fluid levels. No signs of perforation or strangulation yet present, according to radiologist. No other masses noted.¿ ¿recommended transfer to eastern maine medical center for care.¿ revision #1 procedure: exploratory laparoscopy, laparoscopic lysis of adhesions, laparotomy, small bowel repair, and primary closure of the abdomen revision #1 date: on (B)(6) 2013 [hospitalization dates on (B)(6) 2013]. Findings: multiple intraabdominal adhesions with small bowel attached to the anterior abdominal wall. Incarcerated abdominal wall hernia.¿ procedure: ¿in the left upper quadrant, after a ¿time-out¿ procedure was completed, a small amount of local anesthetic was injected in the left upper quadrant, a small incision made, and a veress needle placed in the abdomen, and pneumoperitoneum obtained up to 15 mmhg. Then a 5 mm trocar was placed and a 5 mm/30 degree camera was used to explore the abdomen. Patient was found to have multiple intraabdominal adhesions. A right lower quadrant was placed under direct vision and then a suprapubic trocar was placed as well in the midline, under direct vision. Next, using patient positioning and [sic] technique as possible, adhesions were liberated. It was clear that the patient had a large segment of mesh in the intraabdominal side of the peritoneum, fixed with metallic tacks. There was a large amount of adhesions in the most caudal aspect of the mesh and I tried to free up these adhesions, right at the area where the CT had shown that the bowel was incarcerated . The whole procedure was done under direct vision. I should mention that also with the camera, I checked the left upper quadrant area where the trocar and the veress needle were placed in a blind fashion and I did not see any evidence of injury to the bowel, hemorrhoids or succus. During the dissection of the midline, infraumbilical area, I noted some succus material and I decided to open . Upon direct vision, I opened the suprapubic, infraumbilical midline, and I was able to identify a longitudinal enterotomy. This enterotomy was large and it was not associated with a devitalized bowel wall. I extended my midline incision and was able to dissect all adhesions around this area and completely isolate the segment of small bowel involved. I exteriorized the bowel and after identifying the enterotomy, was able to close it with interrupted, 2-0 vicryl sutures, which were then reinforced with a 2nd layer of 3-0 vicryl interrupted lembert sutures. The bowel did not have any evidence of a narrowing after the closure. It was closed in a transverse fashion. After this, I freed up the whole area. I was able to see the most caudal aspect of the mesh in the abdomen, but I did not completely dissect it off of the mesh material. The mesh was completely incorporated. I performed extensive irrigation with warm saline in the abdominal cavity, then I proceeded to close the abdominal wall with interrupted, figure-of-eight #1 vicryl sutures. The subcutaneous tissue was irrigated and then closed with staples.¿ on (B)(6) 2013: post-procedure progress note. ¿specimens removed: none¿. On (B)(6) 2013: x-ray abdomen. ¿findings: still noted moderate gaseous distension of small bowel, which is greater than 3 cm in dimension. Surgical fixation fascial coils noted anterior abdominal wall. Impression: persistent moderate dilation of small bowel. Post midline lower abdominal laparotomy staples. Vasectomy staples.¿ on (B)(6) 2013: discharge summary. ¿the patient¿s history was complicated by the fact that he had a previous surgery years ago, in which a large piece of mesh was left in his abdomen. On presentation the abdomen was slightly distended, soft, with no guarding. He had point tenderness to the lower abdominal wall at the infraumbilical level.¿ ¿procedure performed was exploratory laparoscopy, lysis of adhesions, laparotomy and small bowel repair, and primary closure of the abdomen. On (B)(6), the patient was noted to have a small bit of drainage coming out of the lower aspect of the midline incision. Because of his history with previous hernia repair with mesh, the patient was started on cipro and flagyl. Also had his nasogastric tube reinserted due to some nausea and vomiting. The patient was probably suffering from an ileus at that time. Today the patient is ambulating independently and is tolerating his diet; pain is well controlled. He still has a small amount of drainage from the midline incision. This is just being addressed with dry gauze over it. Plan is for the patient to be discharged home.¿ relevant medical information: on (B)(6) 2013: ¿abdominal incision looks clean, dry and intact. There is an area of separation that is very, very minimal; less than 0.5 cm. The staples are removed without any difficulty. No concerns at this time. Stable from postoperative standpoint, follow up as needed.¿ implant #2 preoperative complaints: on (B)(6) 2014: ¿comes to the office today with concerns of an abdominal wall ¿hernia.¿ underwent an emergency laparotomy for small-bowel obstruction caused by an abdominal wall hernia in may of last year. Did well afterwards. States that several months later he noticed a small ¿bulge¿ in the lower abdominal midline. States over the last months, the area seems to have increased in size. Denies any pain or obstructive symptoms. States that this ¿bulge¿ is very soft and is always reducible if he is in the supine position. Has normal once or twice daily bowel movements and no urinary symptoms. Exam: appears to have a fascial defect in the lower aspect of the midline scar, infraumbilically, measuring approximately 1-1/2 inches in diameter.¿ ¿will book him for a laparoscopic hernia repair, which understands might have to be converted to open if needed.¿ implant #2 procedure: laparoscopic exploration. Laparoscopic lysis of adhesions. Laparoscopic-assisted incisional hernia repair with mesh. [Implant: sepramesh¿ ip, 10.2 cm x 20.3 cm]. Implant #2 date: on (B)(6) 2014 [hospitalization dates on (B)(6) 2015]. Findings: ¿multiple intraabdominal adhesions with very large infraumbilical, midline fascial defect.¿ description of hernia being treated: ¿then, after injecting a local anesthetic, a small incision was made in the left upper quadrant, given that he had multiple scars in his abdomen; and a veress needle was placed in the abdomen and pneumoperitoneum up to 15 mmhg was attained. A 5 mm, 30-degree camera was used to explore the abdomen. No complications related to the needle or trocar were found. Then, under direct vision, a 5 mm subxiphoid trocar was placed after the local anesthetic was injected, and a 10 mm right upper quadrant trocar was inserted in the same fashion under direct vision. Then, the patient was placed in trendelenburg position. Using a bimanual technique, the extensive adhesions that were found in the abdominal wall anteriorly, mostly in the caudal aspect of the abdomen, were cut carefully. Excellent hemostasis was kept at all times. The bowel wall was kept out of harm¿s way. I could identify a fascial defect in the lower midline, and the caudal margin of this defect was almost at the level of the pubic bone. After performing the extensive adhesiolysis and having the underside of the abdominal wall completely freed, and given the fact that the angle of dissection was difficult, I decided to perform laparotomy right over the defect, under direct vision with the laparoscopic camera view.¿ implant size and fixation: ¿I did that, and I exposed the edges of the fascia. After dissecting anteriorly and posteriorly circumferentially around the defect, I checked hemostasis; and then I proceeded to reapproximate the defect with #1interrupted vicryl sutures in a figure-of-eight. I had no tension whatsoever in the closure. I checked hemostasis, and then I placed an overlay of sepramesh. I secured it to the surface of the abdominal wall with interrupted vicryl sutures, 3-0 caliber . Then, I checked hemostasis, and then we closed the subcutaneous layer with interrupted 3-0 vicryl sutures. Then, we closed the skin with staples.¿ on (B)(6) 2014: discharge summary. ¿hospital course: was admitted for 24-hour observation for pain control, resumption of diet, return to normal bowel function and was subsequently discharged on (B)(6) 2014, and it to follow up with dr. (B)(6) in a 6 to 8-week period. Discharged in satisfactory condition. The dressings were dry and intact.¿ relevant medical information: on (B)(6) 2014: ¿comes to the office doing very well. Is approximately 2 weeks after his laparoscopic-assisted ventral hernia repair with mesh. States that postoperatively he had ¿quite a bit of discomfort due to constipation¿. Exam: incisions are all well healed. Does have a small amount of what appears to be a subcutaneous seroma under the midline incision, but it is very soft with no drainage nor erythema. Staples are still in place and will be removed today. Abdomen is otherwise completely soft and nontender. Overall, he is doing excellent.¿ on (B)(6) 2016: emergency room. ¿arrives with a complaint of a draining wound in his abdomen. States he developed a golf ball to tennis ball sized lump in abdomen over the last few days and then today bumped it and noticed that it began to leak a yellow fluid. Has also noticed redness surrounding this area that is expanding and warm. Exam: abdomen is soft, essentially nontender except for the areas surrounding a small wound to the left lower abdomen that did have active yellow, what appears to be serous drainage. Patient is mildly palpably tender around this. It is erythematous and warm. Impression: fluid collection, abdominal area; seroma versus infection.¿ on (B)(6) 2016: CT a/p. Indication: ¿abdominal wound drainage, status post-surgery, rule out abscess. Findings: soft tissue including the abdominal wall: status post ventral hernia repair with a 3.3 x 10.6 cm fluid collection just deep to the hernia mesh. Fluid-filled tract is noted extending to the anterior abdominal wall with associated dermal thickening. Impression: there is a fluid-filled tract extending to the anterior abdominal wall from a large fluid collection just deep to the ventral hernia mesh measuring up to 10.6 x 3.3 cm which may represent a fistula extending from a seroma deep to the hernia mesh. No evidence of thick rim enhancement or surrounding inflammatory changes to suggest infectious collection. Inpatient hospitalization [hospitalization dates on (B)(6) 2016]. On (B)(6) 2016: discharge summary. ¿discharge diagnosis: incisional hernia, seroma. Hospital course: has had no problems since surgery in (B)(6). Just began to notice drainage from the inferior aspect of his incision. Also noted a bulge just lateral to the draining area. This bulge was reduced in the emergency department. Did have some mild abdominal pain that got better on [sic] dr. Xx reduced his hernia. Underwent a CT scan of the abdomen and pelvis in the emergency department, which those results are noted and suggested a seroma. Was then admitted to acute care surgery service for observation. Upon examination the following day, the patient was doing well. There is a small 1 cm opening that was draining clear serous fluid. No purulent drainage, no erythema, no tenderness, no induration. The plan is to have him follow up with dr. Xx and the seroma will drain in its own. We recommend wet-to-dry dressings on the small opening.¿ . On (B)(6) 2016: surgery consultation: ¿was diagnosed with an abdominal wall seroma which likely was related to an incisional hernia repair with mesh that I performed approximately 2-1/2 years ago. Is doing well but states that still intermittently has small amount of ¿clear fluid¿ draining from the very small opening in the midline infraumbilical area. Exam: has a small area to the right of the midline near the opening which appears to be ¿fluid filled¿ consistent with a seroma but it is not tense and not symptomatic and certainly with no indication to surgically treat it. I tried to express fluid through the skin opening unsuccessfully. Impression: overall I explained to him that this is a seroma. It is uncommon so long after a mesh placement but certainly this is what he appears to have. At this point I would not recommend any surgical treatment.¿ on (B)(6) 2017: surgery follow-up. ¿states that now for the last 2 months, has been having what appears to be more volume draining from this wound, but now it is a different character, not thin and clear, but actually thick in nature and intermittent. Has a right lower quadrant incision which is well-healed, a midline incision which appears to be well-healed. Has an abdominal wall sinus in the mid abdomen which has some hypergranulation which is visible. I was able to express about 5 to 10 ml of thick fluid which almost appears as pus. There is no tenderness whatsoever in abdomen. Impression: abdominal wall seroma which might represent an abscess at this point. It is draining well, so he is not really presenting any septic physiology at this point. Explained to him the likely possibility that he is going to need an incision and drainage of this area and possible removal of the mesh. This might leave him with another abdominal wall hernia and, if that is the case, he might need a primary repair versus a stepwise procedure where he has either wet-to-dry or a vacuum-assisted closure dressing change and possible replacement of the mesh at some point in the future.¿ on (B)(6) 2017: CT of a/p. ¿indication: draining med-abdomen [mid-abdomen], status post hernia repair with mesh, rule out seroma vs mesh. Comparison: on (B)(6) 2016. Impression: impression: postoperative changes involving the anterior abdominal wall, with the appearance of either collapsed mesh or calcified soft tissue, surrounding a small residual fluid collection deep to the rectus muscles and fascia, with the fluid much smaller than it was compared to the examination last year, but with a residual thickened soft tissue tract leading to the anterior abdominal wall midline. This is associated with bulging of a loop of small bowel into a hernia defect or stretched fascia, just to the left of midline, near what appears to be the skin opening. Examination is negative for signs of intestinal obstruction or strangulation, however.¿ on (B)(6) 2017: phone call. I do agree with the radiologist¿s reading. There is a fluid collection, which is associated with the mesh. Given the imaging findings and the clinical finding with this fluid draining still, the conclusion would be that this is a persistent seroma associated likely with the mesh. There is a small area to the left, which appears to be a fascial defect, which is not immediately associated or communicating with this fluid collection. The collection is much smaller than it was several months ago. I did call the patient and reviewed with him the findings of the CT and the alternatives, indications, benefits, and options of an operation in order to remove this mesh and deal with problem. At this point, he would like to ¿keep waiting¿ and see whether within the next 3 to 6 months, the drainage stops or it becomes more manageable.¿ explant #1 and #2 preoperative complaints: on (B)(6) 2017: surgery follow-up. ¿impression: chronic abdominal wall sinus/seroma. Plan: will proceed to explore and likely incise and drain this area.¿ explant #1 and #2 procedure: exploration of the abdominal wall, excision of abdominal wall sinus, excision of abdominal mesh, primary closure and vacuum-assisted closure dressing change. Explant #1 and #2 date: on (B)(6) 2018 [hospitalization dates on (B)(6) 2018]. ¿I injected local anesthetic around the area of the sinus after I probed it. Then I went ahead and incised the area around the sinus, taking care not to enter it, going through scar tissue. I went all the way to the depth of the end of the sinus, and unfortunately, found that the sinus was connected to the fluid collection which appeared to be a chronic seroma, in the most cephalad aspect of the mesh. Once I entered this cavity, I noted that the mesh was somewhat explanted and not attached to the tissues in any permanent fashion. I proceeded to easily pull the mesh out of the wound. I did extend the wound cephalad in order to unroof all of the sinus cavity. I kept hemostasis at all times. I then gained access to the peritoneal cavity and performed lysis of adhesions to free up the bowel that was attached to the anterior abdominal wall. I made sure that I had a safe margin of free abdominal wall around my wound of approximately 2 inches in thickness. Then I decided to close the thickened fascia on the most caudal aspect, which appeared to be still strong, despite the scar tissue. I used #1 vicryl figure-of-eight interrupted sutures in order to close the fascia up to the level of the sinus cavity.then I once again checked for hemostasis, irrigated, checked for hemostasis again, and then decided to place a white vacuum-assisted closure sponge filling up the sinus cavity on top of that and continuing to the most caudal aspect of the wound. I customized the black sponge for a total of 2 sponges, one black and one white. Then I used staples to level the sponge with skin and then after the instrument and sponge count was noted to be correct, applied the vacuum-assisted closure and obtained great suction.¿ on (B)(6) 2018: pathology. ¿tissue/specimen: 1) abdominal wall sinus. 2) abdominal wall foreign body mesh. Diagnosis: 1) ¿abdominal wall sinus¿, excision: skin with congestion, hemorrhage, granulation tissue formation, and multinucleated giant cell reaction to foreign material (clinical seroma). 2) ¿abdominal wall foreign body mesh¿, excision: acute inflammation and polarizable foreign material consistent with mesh. Clinical information: abdominal wall seroma. Procedure: exploratory abdominal wall-excision of sinus and mesh. Gross description: 1) abdominal wall sinus, is a 5.0 x 4.5 x 3.0 cm yellow-red, rubbery portion of tissue with overlying 2.0 x 1.0 cm tan elliptical portion of skin. There is a defect in the skin surface which communicates to a 3.5 x 2.0 x 0.8 cm red glistening tract, which extends to the deep margin. 2) abdominal wall foreign body mesh, is a 20.0 x 12.7 x 0.2 cm portion of synthetic mesh with multiple grey metallic coils along the periphery. There is a small amount of attached red-brown blood and possible tissue. Representative sections are submitted as 2a.¿ on (B)(6) 2018: discharge summary. ¿tolerated procedure well. The wound measured 8 x 3 x 1.5 inches in diameter with no tunneling. He has 1 black sponge in place. Will be discharged with home vacuum-assisted closure therapy to be at 120 mmhg continuous negative pressure. Will return to out-facility on (B)(6) 2018 for operative removal of sponge and assessment of wound.¿ relevant medical information: on (B)(6) 2018: partial closure. Dressing of the abdominal vacuum-assisted closure dressing. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04443667. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 2240, 3191: appropriate term/code not available for ¿enterotomy¿, ¿persistent moderate dilation of the small bowel¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2005 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6), 2007 through (B)(6), 2013, and (B)(6), 2014 through (B)(6), 2016 were not provided. Patient information: medical history: ¿ (B)(6) 2005: colovesical fistula ¿ (B)(6) 2005: bladder mass of indeterminate etiology ¿ (B)(6) 2005: perforated sigmoid colon secondary to diverticulitis ¿ (B)(6) 2005: colitis, diverticulitis with diverticula abscess ¿ (B)(6) 2006: extensive diverticulosis ¿ smoker: ? (B)(6) 2006: 1 pack per day [ppd] ? (B)(6) 2013: ¿smoked a pipe since age 20¿ ¿ obesity: ? (B)(6) 2007: 193 lbs. ? (B)(6) 2013: 191.4 lbs. ? (B)(6) 2018: ¿obesity¿ ¿ hypertension surgical procedures: ¿ 1973: appendectomy ¿ (B)(6) 2005: exploratory laparotomy, sigmoidectomy, hartmann colostomy, repair of colovesical fistula ¿ (B)(6) 2006: colonoscopy with snare polypectomy ¿ (B)(6) 2006: ostomy reversal with splenic flexure mobilization and low pelvic anastomosis ¿ (B)(6) 2007: laparoscopic repair of an incarcerated incisional hernia with dual gore-tex mesh, 24 x 16 cm. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2013: exploratory laparoscopy, laparoscopic lysis of adhesions, laparotomy, small bowel repair, and primary closure of the abdomen ¿ (B)(6) 2014: laparoscopic exploration, lysis of adhesions, incisional hernia repair with mesh. Implant: sepramesh¿ ip. ¿ (B)(6) 2018: exploration of the abdominal wall, excision of abdominal wall sinus, excision of(B)(6) 2018: partial closure. Dressing of the abdominal vacuum-assisted closure dressing relevant medical information: ¿ (B)(6) 2005: ¿transferred to eastern maine medical center for further evaluation. History of appendectomy in 1971 with a significant scar in right lower quadrant.¿ ¿impression and plan: hematuria and pneumaturia with possible bladder tumor and the presence of a fistula. All of these findings are most consistent with bladder cancer.¿ ¿ inpatient hospitalization [hospitalization dates (B)(6) through (B)(6), 2005] ? (B)(6) 2005: exploratory laparotomy, sigmoidectomy, hartmann colostomy, repair of colovesical fistula. ¿I did a flexible cystourethroscopy and biopsy and then I also performed the repair of bladder perforation from the colovesical fistula and omental lengthening and omental reinforcement of the closure of the bladder perforation. Postoperative diagnosis: bladder mass of indeterminate etiology.¿ ? (B)(6) 2005: discharge summary. ¿postoperatively the patient did well. Pathology showed acute diverticular abscess with fistula formation without any cancer.¿ ¿ (B)(6) 2005: ¿had a small open wound that we have been following him for.¿ ¿wound is very well healed, clean, dry, and intact.¿ ¿ (B)(6) 2006: colonoscopy with snare polypectomy ¿ (B)(6) 2006: ¿is here to discuss reversal.¿ ¿ inpatient hospitalization [hospitalization dates (B)(6), 2006] ? (B)(6) 2006: ostomy reversal with splenic flexure mobilization and low pelvic anastomosis. ? 3(B)(6) 2006: discharge summary. ¿hospital course: postoperatively, he did very well.¿ implant #1 preoperative complaints: ¿ (B)(6) 2007: ¿over the last few weeks has been complaining of pain in the right upper quadrant. Pain happens almost exclusively after eating, especially if he eats a greasy meal. Occasionally there is a bulge that he notes there after that sometimes gets stuck. Pain does not radiate anywhere. Most likely a small bowel obstruction.¿ ¿abdomen is soft, midline incision well healed in the upper portion. Just to the right of the midline, there is an incisional hernia that is incarcerated; however, ultimately it is reducible, no guarding, no rebound, no tenderness, no distention. Impression: right upper quadrant pain ___ [sic] incisional hernia. Still could be biliary.¿ implant #1 procedure: laparoscopic repair of an incarcerated incisional hernia with dual gore-tex mesh, 24 x 16 cm. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/04443667, 18 cm x 24cm x 1 mm thick] implant #1 date: (B)(6), 2007 [hospitalization dates (B)(6), 2007] ¿ findings: ¿patient presents an incarcerated hernia after laparotomy a few months [years ?] Ago. A laparoscopic repair was performed without difficulty.¿ ¿ description of hernia being treated: ¿a 1-cm incision was made in the left midaxillary line in the subcostal area. It was taken down through skin and subcutaneous tissue. A veress needle was inserted. Pneumoperitoneum was induced on first stick. A 5-mm trocar and camera inserted showed no trauma from our insertion. Another 5-mm trocar was inserted in the epigastric area and we started doing lysis of adhesions. Extensive amount of adhesions were found from the omentum on the posterior abdominal wall and these were taken slowly and meticulously with sharp dissection and electrocautery and blunt dissection as needed. As we were progressing, another 5-mm trocar was inserted in the left lower quadrant and two other ones were inserted in the right abdomen. Dissection proceeded until all the hernia defects were emptied from the contents and the posterior abdominal wall was completely freed side to side and from xiphoid all the way down to the suprapubic area. The falciform was taken down to allow for more room so that we can put a nice mesh. A 12-mm trocar was placed in the midline just below the umbilicus. Small-to-multiple-large, swiss cheese defects were seen above and below the umbilicus, with the largest one measuring 4x5 cm in diameter.¿ ¿ implant size and fixation: ¿a 12-mm trocar was inserted through the midline just at the level of the umbilicus. The appropriate size mesh was chosen, allowing a 3 cm circumferential additional overlap. Stay sutures were placed on the mesh. It was then rolled and placed inside the abdominal cavity through the 12-mm port. Inside it was unrolled. The stay sutures were then brought through the abdominal wall through multiple small stab incisions and tied. The mesh was then tacked to the posterior abdominal wall using the protacker circumferentially . There was excellent coverage without any folds and with excellent overlap circumferentially. Hemostasis observed. No bleeding noted. No bowel loops were manipulated or resected. No enteric fluid was seen anywhere. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. Wounds were irrigated. Skin was closed with monocryl.¿ o (B)(6) 2007: discharge summary. ¿hospital course: underwent laparoscopic incisional hernia repair with dual gortex mesh. The next morning tolerating regular diet, passing flatus, no complaints, stable vital signs and normal examination. Being discharged home today.¿ relevant medical information: ¿ (B)(6) 2007: ¿status post a laparoscopic repair of an incarcerated incisional hernia. Has done extremely well since this surgery.¿ ¿wounds are very well healed, clean, dry and intact. No evidence of recurrence, no seroma, no hematoma.¿ revision #1 preoperative complaints: ¿ (B)(6) 2013: CT a/p. Indication: abdomen pain, history of diverticulitis perforated requiring colostomy. Ventricle hernia and bladder fistula repaired, now with severe left lower quadrant pain and peritonitis. Findings: mid-small bowel obstruction, perhaps secondary to an adhesion related to the anterior abdominal wall surgery but no herniation of bowel seen through the abdominal wall. There may be some inflammatory or ischemic changes associated with the dilated small bowel but no abscess or signs of perforation.¿ ¿ (B)(6) 2013: transfer discharge summary. ¿increased abdominal burning and pain for the last 24 hours...¿ ¿on 03/22/07 he had and incarcerated incisional hernia, underwent a laparoscopic gore-tex patch. He has done reasonably since that time. Has stuttering abdominal pain over the past 2 or 3 months, with some focal pain in the left lower quadrant just above his colostomy site. Over the past 24 hours has had markedly increased left lower quadrant abdominal pain, now radiating throughout abdomen, right back, and right neck. He feels "like a blow torch is going off inside," and that this is similar to his diverticulitis. He says the pain is "doubling me right up." This morning the symptoms have been worsening, especially in the left lower quadrant. Having chills, some nausea.¿. ¿exam abdomen: modestly distended. CT of abdomen and pelvis indicates a high-grade small bowel obstruction, with a lead point likely at the edge of the gore-tex graft abdominal patch. This is likely in the jejunum and shows loops of bowel above this proximally 5 cm in diameter with multiple air-fluid levels. No signs of perforation or strangulation yet present, according to radiologist. No other masses noted.¿ ¿...recommended transfer to eastern maine medical center for care.¿ revision #1 procedure: exploratory laparoscopy, laparoscopic lysis of adhesions, laparotomy, small bowel repair, and primary closure of the abdomen revision #1 date: (B)(6), 2013 [hospitalization dates (B)(6), 2013] ¿ findings: multiple intraabdominal adhesions with small bowel attached to the anterior abdominal wall. Incarcerated abdominal wall hernia.¿ ¿ procedure: ¿in the left upper quadrant, after a ¿time-out¿ procedure was completed, a small amount of local anesthetic was injected in the left upper quadrant, a small incision made, and a veress needle placed in the abdomen, and pneumoperitoneum obtained up to 15 mmhg. Then a 5 mm trocar was placed and a 5 mm/30 degree camera was used to explore the abdomen. Patient was found to have multiple intraabdominal adhesions. A right lower quadrant was placed under direct vision and then a suprapubic trocar was placed as well in the midline, under direct vision. Next, using patient positioning and ___ [sic] technique as possible, adhesions were liberated. It was clear that the patient had a large segment of mesh in the intraabdominal side of the peritoneum, fixed with metallic tacks. There was a large amount of adhesions in the most caudal aspect of the mesh and I tried to free up these adhesions, right at the area where the CT had shown that the bowel was incarcerated . The whole procedure was done under direct vision. I should mention that also with the camera, I checked the left upper quadrant area where the trocar and the veress needle were placed in a blind fashion and I did not see any evidence of injury to the bowel, hemorrhoids or succus. During the dissection of the midline, infraumbilical area, I noted some succus material and I decided to open . Upon direct vision, I opened the suprapubic, infraumbilical midline, and I was able to identify a longitudinal enterotomy. This enterotomy was large and it was not associated with a devitalized bowel wall. I extended my midline incision and was able to dissect all adhesions around this area and completely isolate the segment of small bowel involved. I exteriorized the bowel and after identifying the enterotomy, was able to close it with interrupted, 2-0 vicryl sutures, which were then reinforced with a 2nd layer of 3-0 vicryl interrupted lembert sutures. The bowel did not have any evidence of a narrowing after the closure. It was closed in a transverse fashion. After this, I freed up the whole area. I was able to see the most caudal aspect of the mesh in the abdomen, but I did not completely dissect it off of the mesh material. The mesh was completely incorporated. I performed extensive irrigation with warm saline in the abdominal cavity, then I proceeded to close the abdominal wall with interrupted, figure-of-eight #1 vicryl sutures. The subcutaneous tissue was irrigated and then closed with staples.¿ ? (B)(6) 2013: post-procedure progress note. ¿specimens removed: none¿ ? (B)(6) 2013: x-ray abdomen. ¿findings: still noted moderate gaseous distension of small bowel, which is greater than 3 cm in dimension. Surgical fixation fascial coils noted anterior abdominal wall. Impression: persistent moderate dilation of small bowel. Post midline lower abdominal laparotomy staples. Vasectomy staples.¿ ? (B)(6) 2013: discharge summary. ¿the patient¿s history was complicated by the fact that he had a previous surgery years ago, in which a large piece of mesh was left in his abdomen. On presentation the abdomen was slightly distended, soft, with no guarding. He had point tenderness to the lower abdominal wall at the infraumbilical level.¿ ¿procedure performed was exploratory laparoscopy, lysis of adhesions, laparotomy and small bowel repair, and primary closure of the abdomen. On (B)(6), the patient was noted to have a small bit of drainage coming out of the lower aspect of the midline incision. Because of his history with previous hernia repair with mesh, the patient was started on cipro and flagyl. Also had his nasogastric tube reinserted due to some nausea and vomiting. The patient was probably suffering from an ileus at that time. Today the patient is ambulating independently and is tolerating his diet; pain is well controlled. He still has a small amount of drainage from the midline incision. This is just being addressed with dry gauze over it. Plan is for the patient to be discharged home.¿ relevant medical information: ¿ (B)(6) 2013: ¿abdominal incision looks clean, dry and intact. There is an area of separation that is very, very minimal; less than 0.5 cm. The staples are removed without any difficulty. No concerns at this time. Stable from postoperative standpoint, follow up as needed.¿ implant #2 preoperative complaints: ¿ (B)(6) 2014: ¿comes to the office today with concerns of an abdominal wall ¿hernia.¿ underwent an emergency laparotomy for small-bowel obstruction caused by an abdominal wall hernia in may of last year. Did well afterwards. States that several months later he noticed a small ¿bulge¿ in the lower abdominal midline. States over the last months, the area seems to have increased in size. Denies any pain or obstructive symptoms. States that this ¿bulge¿ is very soft and is always reducible if he is in the supine position. Has normal once or twice daily bowel movements and no urinary symptoms. Exam: appears to have a fascial defect in the lower aspect of the midline scar, infraumbilically, measuring approximately 1-1/2 inches in diameter.¿ ¿will book him for a laparoscopic hernia repair, which understands might have to be converted to open if needed.¿ implant #2 procedure: laparoscopic exploration. Laparoscopic lysis of adhesions. Laparoscopic-assisted incisional hernia repair with mesh. [Implant: sepramesh¿ ip, 10.2 cm x 20.3 cm] implant #2 date: (B)(6), 2014 [hospitalization dates (B)(6), 2015] · findings: ¿multiple intraabdominal adhesions with very large infraumbilical, midline fascial defect.¿ · description of hernia being treated: ¿then, after injecting a local anesthetic, a small incision was made in the left upper quadrant, given that he had multiple scars in his abdomen; and a veress needle was placed in the abdomen and pneumoperitoneum up to 15 mmhg was attained. A 5 mm, 30-degree camera was used to explore the abdomen. No complications related to the needle or trocar were found. Then, under direct vision, a 5 mm subxiphoid trocar was placed after the local anesthetic was injected, and a 10 mm right upper quadrant trocar was inserted in the same fashion under direct vision. Then, the patient was placed in trendelenburg position. Using a bimanual technique, the extensive adhesions that were found in the abdominal wall anteriorly, mostly in the caudal aspect of the abdomen, were cut carefully. Excellent hemostasis was kept at all times. The bowel wall was kept out of harm¿s way. I could identify a fascial defect in the lower midline, and the caudal margin of this defect was almost at the level of the pubic bone. After performing the extensive adhesiolysis and having the underside of the abdominal wall completely freed, and given the fact that the angle of dissection was difficult, I decided to perform laparotomy right over the defect, under direct vision with the laparoscopic camera view.¿ · implant size and fixation: ¿I did that, and I exposed the edges of the fascia. After dissecting anteriorly and posteriorly circumferentially around the defect, I checked hemostasis; and then I proceeded to reapproximate the defect with #1interrupted vicryl sutures in a figure-of-eight. I had no tension whatsoever in the closure. I checked hemostasis, and then I placed an overlay of sepramesh. I secured it to the surface of the abdominal wall with interrupted vicryl sutures, 3-0 caliber . Then, I checked hemostasis, and then we closed the subcutaneous layer with interrupted 3-0 vicryl sutures. Then, we closed the skin with staples.¿ ? (B)(6) 2014: discharge summary. ¿hospital course: was admitted for 24-hour observation for pain control, resumption of diet, return to normal bowel function and was subsequently discharged on (B)(6) 2014, and it to follow up with dr. (B)(6) in a 6 to 8-week period. Discharged in satisfactory condition. The dressings were dry and intact.¿ relevant medical information: ¿ (B)(6) 2014: ¿comes to the office doing very well. Is approximately 2 weeks after his laparoscopic-assisted ventral hernia repair with mesh. States that postoperatively he had ¿quite a bit of discomfort due to constipation¿. Exam: incisions are all well healed. Does have a small amount of what appears to be a subcutaneous seroma under the midline incision, but it is very soft with no drainage nor erythema. Staples are still in place and will be removed today. Abdomen is otherwise completely soft and nontender. Overall, he is doing excellent.¿ ¿ (B)(6) 2016: emergency room. ¿arrives with a complaint of a draining wound in his abdomen. States he developed a golf ball to tennis ball sized lump in abdomen over the last few days and then today bumped it and noticed that it began to leak a yellow fluid. Has also noticed redness surrounding this area that is expanding and warm. Exam: abdomen is soft, essentially nontender except for the areas surrounding a small wound to the left lower abdomen that did have active yellow, what appears to be serous drainage. Patient is mildly palpably tender around this. It is erythematous and warm. Impression: fluid collection, abdominal area; seroma versus infection.¿ ¿ (B)(6) 2016: CT a/p. Indication: ¿abdominal wound drainage, status post-surgery, rule out abscess. Findings: soft tissue including the abdominal wall: status post ventral hernia repair with a 3.3 x 10.6 cm fluid collection just deep to the hernia mesh. Fluid-filled tract is noted extending to the anterior abdominal wall with associated dermal thickening. Impression: there is a fluid-filled tract extending to the anterior abdominal wall from a large fluid collection just deep to the ventral hernia mesh measuring up to 10.6 x 3.3 cm which may represent a fistula extending from a seroma deep to the hernia mesh. No evidence of thick rim enhancement or surrounding inflammatory changes to suggest infectious collection. ¿ inpatient hospitalization [hospitalization dates (B)(6), 2016] ? (B)(6) 2016: discharge summary. ¿discharge diagnosis: incisional hernia, seroma. Hospital course: has had no problems since surgery in january. Just began to notice drainage from the inferior aspect of his incision. Also noted a bulge just lateral to the draining area. This bulge was reduced in the emergency department. Did have some mild abdominal pain that got better on [sic] dr. Xx reduced his hernia. Underwent a CT scan of the abdomen and pelvis in the emergency department, which those results are noted and suggested a seroma. Was then admitted to acute care surgery service for observation. Upon examination the following day, the patient was doing well. There is a small 1 cm opening that was draining clear serous fluid. No purulent drainage, no erythema, no tenderness, no induration. The plan is to have him follow up with dr. Xx and the seroma will drain in its own. We recommend wet-to-dry dressings on the small opening...¿ ¿ (B)(6) 2016: surgery consultation: ¿was diagnosed with an abdominal wall seroma which likely was related to an incisional hernia repair with mesh that I performed approximately 2-1/2 years ago. Is doing well but states that still intermittently has small amount of ¿clear fluid¿ draining from the very small opening in the midline infraumbilical area. Exam: has a small area to the right of the midline near the opening which appears to be ¿fluid filled¿ consistent with a seroma but it is not tense and not symptomatic and certainly with no indication to surgically treat it. I tried to express fluid through the skin opening unsuccessfully. Impression: overall I explained to him that this is a seroma. It is uncommon so long after a mesh placement but certainly this is what he appears to have. At this point I would not recommend any surgical treatment.¿ ¿ (B)(6) 2017: surgery follow-up. ¿states that now for the last 2 months, has been having what appears to be more volume draining from this wound, but now it is a different character, not thin and clear, but actually thick in nature and intermittent. Has a right lower quadrant incision which is well-healed, a midline incision which appears to be well-healed. Has an abdominal wall sinus in the mid abdomen which has some hypergranulation which is visible. I was able to express about 5 to 10 ml of thick fluid which almost appears as pus. There is no tenderness whatsoever in abdomen. Impression: abdominal wall seroma which might represent an abscess at this point. It is draining well, so he is not really presenting any septic physiology at this point. Explained to him the likely possibility that he is going to need an incision and drainage of this area and possible removal of the mesh. This might leave him with another abdominal wall hernia and, if that is the case, he might need a primary repair versus a stepwise procedure where he has either wet-to-dry or a vacuum-assisted closure dressing change and possible replacement of the mesh at some point in the future.¿ ¿ (B)(6) 2017: CT of a/p. ¿indication: draining med-abdomen [mid-abdomen], status post hernia repair with mesh, rule out seroma vs mesh. Comparison: (B)(6) 2016. Impression: impression: postoperative changes involving the anterior abdominal wall, with the appearance of either collapsed mesh or calcified soft tissue, surrounding a small residual fluid collection deep to the rectus muscles and fascia, with the fluid much smaller than it was compared to the examination last year, but with a residual thickened soft tissue tract leading to the anterior abdominal wall midline. This is associated with bulging of a loop of small bowel into a hernia defect or stretched fascia, just to the left of midline, near what appears to be the skin opening. Examination is negative for signs of intestinal obstruction or strangulation, however.¿ ¿ (B)(6) 2017: phone call. I do agree with the radiologist¿s reading. There is a fluid collection, which is associated with the mesh. Given the imaging findings and the clinical finding with this fluid draining still, the conclusion would be that this is a persistent seroma associated likely with the mesh. There is a small area to the left, which appears to be a fascial defect, which is not immediately associated or communicating with this fluid collection. The collection is much smaller than it was several months ago. I did call the patient and reviewed with him the findings of the CT and the alternatives, indications, benefits, and options of an operation in order to remove this mesh and deal with problem. At this point, he would like to ¿keep waiting¿ and see whether within the next 3 to 6 months, the drainage stops or it becomes more manageable.¿ explant #1 and #2 preoperative complaints: ¿ (B)(6) 2017: surgery follow-up. ¿impression: chronic abdominal wall sinus/seroma. Plan: will proceed to explore and likely incise and drain this area.¿ explant #1 and #2 procedure: exploration of the abdominal wall, excision of abdominal wall sinus, excision of abdominal mesh, primary closure and vacuum-assisted closure dressing change. Explant #1 and #2 date: (B)(6), 2018 [hospitalization dates (B)(6), 2018] ¿ ¿I injected local anesthetic around the area of the sinus after I probed it. Then I went ahead and incised the area around the sinus, taking care not to enter it, going through scar tissue. I went all the way to the depth of the end of the sinus, and unfortunately, found that the sinus was connected to the fluid collection which appeared to be a chronic seroma, in the most cephalad aspect of the mesh. Once I entered this cavity, I noted that the mesh was somewhat explanted and not attached to the tissues in any permanent fashion. I proceeded to easily pull the mesh out of the wound. I did extend the wound cephalad in order to unroof all of the sinus cavity. I kept hemostasis at all times. I then gained access to the peritoneal cavity and performed lysis of adhesions to free up the bowel that was attached to the anterior abdominal wall. I made sure that I had a safe margin of free abdominal wall around my wound of approximately 2 inches in thickness. Then I decided to close the thickened fascia on the most caudal aspect, which appeared to be still strong, despite the scar tissue. I used #1 vicryl figure-of-eight interrupted sutures in order to close the fascia up to the level of the sinus cavity. Then I once again checked for hemostasis, irrigated, checked for hemostasis again, and then decided to place a white vacuum-assisted closure sponge filling up the sinus cavity on top of that and continuing to the most caudal aspect of the wound. I customized the black sponge for a total of 2 sponges, one black and one white. Then I used staples to level the sponge with skin and then after the instrument and sponge count was noted to be correct, applied the vacuum-assisted closure and obtained great suction.¿ ? (B)(6) 2018: pathology. ¿tissue/specimen: 1) abdominal wall sinus. 2) abdominal wall foreign body ? Mesh. Diagnosis: 1) ¿abdominal wall sinus¿, excision: skin with congestion, hemorrhage, granulation tissue formation, and multinucleated giant cell reaction to foreign material (clinical seroma). 2) ¿abdominal wall foreign body ? Mesh¿, excision: acute inflammation and polarizable foreign material consistent with mesh. Clinical information: abdominal wall seroma. Procedure: exploratory abdominal wall-excision of sinus and mesh. Gross description: 1) abdominal wall sinus, is a 5.0 x 4.5 x 3.0 cm yellow-red, rubbery portion of tissue with overlying 2.0 x 1.0 cm tan elliptical portion of skin. There is a defect in the skin surface which communicates to a 3.5 x 2.0 x 0.8 cm red glistening tract, which extends to the deep margin. 2) abdominal wall foreign body ? Mesh, is a 20.0 x 12.7 x 0.2 cm portion of synthetic mesh with multiple grey metallic coils along the periphery. There is a small amount of attached red-brown blood and possible tissue. Representative sections are submitted as 2a.¿ ? (B)(6) 2018: discharge summary. ¿tolerated procedure well. The wound measured 8 x 3 x 1.5 inches in diameter with no tunneling. He has 1 black sponge in place. Will be discharged with home vacuum-assisted closure therapy to be at 120 mmhg continuous negative pressure. Will return to out-facility on (B)(6) 2018 for operative removal of sponge and assessment of wound.¿ relevant medical information: ¿ (B)(6) 2018: partial closure. Dressing of the abdominal vacuum-assisted closure dressing. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04443667. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4), "persistent moderate dilation of the small bowel". (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013 an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2014 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, enterotomy, mid small bowel obstruction, persistent moderate dilation of the small bowel. Additional event specific information was not provided.